Event description:
Patient is a heartmate 3 lvad patient (doi: (B)(6) 2022) that presented on (B)(6) 2022 unresponsive from home via ems. Patient was found with agonal breathing. Pupils bilaterally dilated and sluggishly reactive. Wide complex tachyarrhythmia cardioverted to sinus rhythm. Map 55. Gcs of 3. Patient had several more rounds of wide complex tachycardia and was cardioverted 8 times. Head CT and CT chest abdomen pelvis done. Treated with broad spectrum antibiotics. Started on levophed and vasopressin. Emergent transvenous pacer placed (B)(6) 2022. CT of head shows acute/subacute infarct left parafalcine region. Septic shock due to mrsa bacteremia. Patient was taking coumadin 5 mg with latest inr 2.5 (last intake: no information). No history of bleeding from any site, warfarin with hold since admission. Repeat cth showed evolving areas of prominent infratentorial and supratentorial( bilateral, symmetric) hypodensity suggestive of anoxic brain injury(patient had ventricular tachycardia can be contributed to the hypoperfusion) also patient found to have mrsa bacteremia which predispose to lvad as source of vegetation leading to cardioembolic source of stroke. Considering symmetrical nature of infarct on CT head with history of v. Tach anoxic brain injury suspected. FDA safety report ID# (B)(4).